Event description:
It was reported that spline break occurred. A intellamap orion catheter was selected for a atrial fibrillation ablation procedure. However 4 hours into the procedure the physician took the orion out of the heart to perform a last ablation of the right isthmus. The physician wanted to check the line of block. But before putting the orion back in the sheath it was noted that one of the splines was broken. The procedure was completed via and alternative method. No patient complications were reported.